Event description:
Complaint confirmed mechanical hardware failure (av assembly). Lvp was returned due to mechanical hardware failure (av assembly). Unit started up with no errors. Investigation found fva pins and upper/ lower loading pins had excessive debris. Removed and cleaned. Internal investigation found braided grounding wires and lcd screen is discolored/dim. Fva lip seals, upper/lower loading pin lip seals, grounding braids, and lcd screen will be removed and replaced during repair process. No other damage found. The log readings performed during the preliminary assessment indicate that the pump entered a fail stop due to a fva cam movement fault as the result of the primary outlet move retry limit fault. Although the fva pins had excessive debris, the evidence in the logs suggested that a mechanical hardware failure (av assembly) was the more probable cause of the failure. There was no indication that an av sticky valve issue caused the fail stop state.

Event description:
The following has been reported: nurse reported: "8/19 pump stopped working after displaying pump problem with red alarms. 9/3 logs pulled. Noted high priority alert in sysdashboard on 8/15 for flowcontrolstatusfailure and safetyprocessorfailure. No alarm upon power up. When did incident occur? During procedure/process/infusion injury or adverse reaction? No. Stopped an active infusion? Yes. Drug administered: unknown. Power reset performed? Yes. Outcome after reset: issue resolved". A preliminary review identified the following issue: mechanical hardware failure (av assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.